Event description:
It was reported by service report that the side rail switch was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: side rail switch assembly.